Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results & conclusion: (disease progression, neck dilatation).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an aortic abdominal aneurysm, approximately two years ago. Aneurysm and vessel morphology from the time of implant is unk. Currently, there is disease progression, with aortic neck dilatation and severe angulation. It was reported that routine f/u films showed the proximal cuff was sitting at a 30 degree angle with a type I endoleak. One month ago, the physician successfully placed an endurant aortic cuff and the endoleak is resolved. No add'l clinical sequelae were reported, and the pt is fine.